Event description:
On (B)(6), 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic when performing consecutive blood glucose tests. The pt reported that the alleged issue began on (B)(6), 2009. On an unspecified date/time, the pt claimed she obtained blood glucose readings of "354 and 112 mg/dl" with the subject meter, performed less than 20 mins apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. The cca noted that the pt is on an insulin pump. The pt denied taking any action regarding her diabetes management as a result of the alleged issue. Sometime that same day, after the alleged issue began, the pt reported that her left arm began to hurt, she began to feel nauseous, and that her chest felt heavy. At the time of troubleshooting, the cca confirmed that the pt was using test strips that were in good condition. The pt was unable and/or unwilling to run through a control solution test. There is no indication that the subject meter caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs' precision criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.